Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's blood glucose (bg) was 555 mg/dl and correction boluses were delivered. Customer changed the infusion set site. Pump system check with tandem technical support found the pump to be functioning properly. Customer placed infusion set site in another location. Upon follow up, bg lowered to 481 mg/dl. Recommendation was made for customer to consult with healthcare provider to discuss event.